Event description:
The device was returned because when pump is in-use and the latch is locked, any slight movement or touch to the latch can stop the infusion. The results of the investigation found that the device had a faulty latch sensor. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A defective latch lock sensor was found. The cause of the problem was a defective latch lock sensor, and it was replaced to fix the issue.